Event description:
It was reported that the pt is experiencing facial nerve paralysis following initial implant surgery. The surgeon reported the pt had a difficult anatomy. Advanced bionics is in the process of gathering further info, once further info is obtained a supplemental report will be scheduled.